Event description:
During a balloon (hyperform balloon/ev 3) assisted coiling procedure of an 8 mm side wall carotid artery aneurysm, a deltapaq 6 mm x 16 cm ((B)(4)) coil was introduced into the aneurysm and it was noticed coming out of the upper side wide of the aneurysm and it ruptured the aneurysm. Additionally, the coil prematurely detached, and protruded into the parent vessel extending into the carotid. The ruptured aneurysm was successfully treated with additional micrus coils, and the coil that protruded was secured proximally with an enterprise stent and distally with a precise carotid stent. The patient is well and has not changed since the day of the exam.

Manufacturer narrative:
Also it was reported that during the event, it was evident that there was contrast extravisation and bleeding via the angiograms. The physician attempted to reposition and deploy the coil but while pulling back on the on the shaft of the coil, control of the coil was lost and it detached. The coil was partially in the aneurysm and partially in the microcatheter that was in the carotid, and remnants of the coil were pulled out and saved for analysis. Then, attempts were made to push the coil that remained in the microcatheter in the aneurysm with a wire, but the sl-10 was blocked by the coil and could not advance it. The decision was made to access the other groin and introduce and envoy guide to select the artery from the opposite groin, and an envoy was placed along with another sl-10 microcatheter through it into the aneurysm and 3 micrus coils were successfully deployed very rapidly to stop the hemorrhaging. At this point, the aneurysm looked stable and the sl-10 microcatheter was removed from the left groin. The hyperform balloon was removed from the left groin, and did an angiogram, and the decision was made to place an 4.5 x 28 mm enterprise stent across the neck of the aneurysm and over the microcatheter with the partially deployed coil, with the hope of keeping the coil mass in place and pinning the tail of the detached coil against the vessel wall post stent deployment. The prowler select plus microcatheter was successfully introduced along with the stent without issue. The prowler select plus mc was removed, and the original sl10 mc was pulled out. However, the tail of the partially deployed coil was trapped up high in the carotid by the enterprise, but more proximally, the tail was in the middle of the vessel. At the point, it was decided to deploy a precise carotid stent from cordis to pin the proximal coil tail to the wall and it was deployed successfully. Follow up angiograms were done and that ended the case. Prior to the event, a penumbra neuron guide was placed in the common carotid., and through the neuron, an sl-10 (mc) microcatheter (stryker) into the aneurysm. Then, a micrus presidio 8 mm x 29 cm coil was placed through the mc into the aneurysm, but after deploying 4 loops of this coil, it was evident that that coil would not stay in the aneurysm without a balloon or a stent to hold it in place, the hyperform balloon into place and inflated it. Then, the presidio coil was successfully placed and detached without issue. The account has the coil, packaging, and microcatheter in their risk management department, as it is their policy to keep these for review then release them to the company. The account will review them and send them back to us for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information indicated that the product is not available for analysis, and the patient was taking off life support and expired the actual date is unknown. Prior to the procedure, the aneurysm was unruptured. Additionally, during the procedure a balloon was used, and was kept inflated during the procedure. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a balloon (hyperform balloon/ev 3) assisted coiling procedure of an 8 mm side wall carotid artery aneurysm, a deltapaq 6 mm x 16 cm (cdf10061630/ g12569) coil was introduced into the aneurysm and it was noticed coming out of the upper side wide of the aneurysm and it ruptured the aneurysm. Additionally, the coil prematurely detached, and protruded into the parent vessel extending into the carotid. The ruptured aneurysm was successfully treated with additional micrus coils, and the coil that protruded was secured proximally with an enterprise stent and distally with a precise carotid stent. Additional, information indicated that the product is not available for analysis, and the patient was taken off life support and expired; the actual date is unknown. Prior to the procedure, the aneurysm was unruptured. The procedure was a balloon assisted coiling procedure of an 8 mm side wall carotid aneurysm using a hyperform balloon from ev 3. The physician placed a penumbra neuron guide in the common carotid. Through the neuron, he placed an sl-10 microcatheter from stryker in the aneurysm. A micrus presidio 8 mm x 29 cm coil was then advanced through the microcatheter in to the aneurysm. After deploying 4 loops of this coil, it was evident that coil would not stay in the aneurysm without a balloon or a stent to hold it in place and the physician advanced the hyperform balloon into place and inflated it. He then successfully introduced the presidio coil and detached it without issue. A deltapaq 6 mm x 16 cm coil was then into the aneurysm and it was noticed it was coming out of the upper side wide of the aneurysm and it had ruptured the aneurysm. This was evident via the contrast extravasation and bleeding via the angiograms. An attempt was made to reposition and deploy the coil, but as the shaft of the coil was being pulled back control of the coil was lost and it had detached. The coil was partially in the aneurysm and partially in the microcatheter that was in the carotid. The remnants of the coil were removed. An attempt to push the coil that remained in the microcatheter into the aneurysm with a wire was made, but the sl-10 was blocked by the coil and it could not be advanced. It was then decided to access the other groin and introduce an envoy guide to select the artery from the opposite groin. Another sl-10 microcatheter was placed through the envoy into the aneurysm and 3 more micrus coils were successfully deployed very rapidly to stop the hemorrhaging. At this point, the aneurysm looked stable and the sl-10 catheter was removed from the left groin. The hyperform balloon was then taken down from the left groin, and angio was performed. The decision was made to place an 4.5 x 28 mm enterprise stent across the neck of the aneurysm and over the microcatheter with the partially deployed coil, with the hope of keeping the coil mass in place and pinning the tail of the detached coil against the vessel wall post stent deployment. The prowler select plus microcatheter was successfully introduced along with the stent without issue. The prowler select plus mc was removed, and the original sl10 mc was pulled out. The tail of the partially deployed coil was trapped up high in the carotid by the enterprise, but more proximally, the tail was in the middle of the vessel. At the point, it was decided to deploy a precise carotid stent from cordis to pin the proximal coil tail to the wall and it was deployed successfully. Follow up angiograms were done and that ended the case. It was reported that the product is not available for analysis, and the patient was taking off life support and expired the actual date is unknown. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Aneurysm rupture/perforation and bleeding is a known potential adverse event associated with this type of procedure as outlined in the instructions for use. These procedures involve treatment of aneurysms which have known vessel wall weakness. Procedural factors including vessel/aneurysm characteristics, device manipulation and interaction are possible contributing factors to the aneurysm rupture.